Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. At the end of the procedure as the drape was being removed patient lost pacing and an external pacer was activated. Upon review, the the right ventricle lead was dislodged. The pocket was reopened and the lead was repositioned during the same procedure on (B)(6) 2021. Patient was stable.